Manufacturer narrative:
Investigation findings: conmed linvatec rec'd the bur guard for eval and was unable to perform testing due to a damaged bearing. Further investigation found this unit is overdue for preventive maintenance; last repair date was march 2007. The info for use (IFU) warns the user of the following: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for svc. Guards are to be returned to linvatec every six months for routine maintenance. Failure to follow this routine maintenance schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in injury to pts or the medical personnel. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/(B) (4) for svc. The customer will be provided add'l info on the use and care of these devices. Associated MDR: 1017294-2008-00285.

Event description:
The customer reported that during use of this bur guard with drill, the surgeon felt heat in the area of the bur guard. The surgeon discontinued use of the device, obtained another unit and completed the surgery as intended without injury or surgical delay.